Manufacturer narrative:
Concomitant medical products: product ID: a3dr01, ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an episode of unresponsiveness. A remote transmission showed oversensing of the atrial lead that recorded as an atrial arrhythmia. It was unknown if the patient¿s symptom was related to this episode. The atrial lead remains in use. No further patient complications have been reported as a result of this event.